Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys hiv combi pt assay on the cobas 6000 e601 module. The initial result for the patient sample was 12.36 coi (reactive). Additional testing of the same sample was performed using two competitor assays, hiv liaison and hiv vidas, both of which generated non-reactive results.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The patient sample was tested in the investigation department and yielded a reactive result of 13.67 coi. Interference testing indicated reactivity with one hiv-1 specific antigen only, which is consistent with a false reactive result. A review of the calibration trace provided by the customer showed signals for calibrators 1 and 2 within expected ranges. The discrepancy in results was determined to be sample-specific. The root cause was attributed to a false reactive result for the patient sample. The device remains in operation at the customer site.